Event description:
It was reported that an ilet bionic pancreas displayed a charge prompt, then failed to power on despite hours on the charger with a solid blue charging indicator, and the top button was nonfunctional; a replacement ilet was provided. Symptoms included hyperglycemia with a reported peak of 371 mg/dl lasting approximately 4¿5 hours. Outcomes included use of back-up therapy with a manual insulin injection, no ketone testing, and no medical intervention or hospitalization. Investigation included customer troubleshooting and review of device charging behavior. Investigation of this device revealed a failure to power on while indicating charge, consistent with a device malfunction related to the charging/power subsystem, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.